Manufacturer narrative:
Concomitant medical product: dtma1q1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise in the left ventricular (lv) lead pacing threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.